Event description:
Healthcare professional reported a right side "patient's concern with the product ", "right breast saline implant failure", "hole", "plug strap separated", and "capsule contracture baker grade 1". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, curved opening, delamination of plug strap (100%), fold creases, brown particles in valve. The leak test and microscopic analysis was performed which identified: a curved striated opening on radius side assessed as surgical damage and total delamination of plus strap disk shell assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. Delamination of plus strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I and deflation.